Manufacturer narrative:
Block b3: exact date unknown, event occurred in the week of april fourteen 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted device was disposed by the facility.